Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not turn and was jammed, was confirmed. It was found that the keypad was not responding properly, and the motor was corroded, stuck and not running constantly. Further, the values of the keypad were out of range. The motor and handcontrol set was replaced, and the device was repaired, tested and found to be fully-functional. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handpiece device had a jammed motor that it would not turn. During in-house engineering evaluation, it was determined that the motor was corroded, stuck and not running constantly. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.